Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to anti phospholid antibody. Approximately six years and eight months post filter deployment, the patient allegedly had a computed tomography scan that showed filter tilt. Two months after, the patient allegedly had another computed tomography scan that showed filter perforation. Seven months later, the patient allegedly had an open abdominal removal procedure performed. Further it was reported that the filter struts detached and removed via an open abdominal procedure after an attempt. The device was removed via an open abdominal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and eight months later, computed tomography of abdomen and pelvis with intravenous contrast showed that an infrarenal inferior vena cava filter was noted. On the next day, computed tomography of abdomen and pelvis without intravenous contrast demonstrated that an infrarenal inferior vena cava filter was visualized and there was angled orientation of the filter with some of the struts extended beyond the wall of the inferior vena cava. After two months, computed tomography angiography of abdomen and pelvis without and with intravenous contrast was performed due to abdominal pain and result showed that the inferior vena cava filter was located in the most inferior portion of the inferior vena cava just above the confluence of the iliac veins with some angulation of the filter and multiple struts extended beyond the wall of the inferior vena cava. Previous small hemorrhage associated with obstructs extended anterior to the aortic bifurcation had resorbed. Several of the struts appeared to enter the wall of both right common iliac artery and right postero-lateral aorta. After seven months, filter retrieval procedure was performed. Preoperative diagnosis demonstrated that there was a malpositioned inferior vena cava filter with multiple struts protruded the inferior vena cava included the hook with persistent right lower quadrant abdominal pain. All appropriate monitoring lines were placed. A foley catheter was placed. Preoperative antibiotics were given. The patient's abdomen was then prepped and draped in usual sterile fashion. A standard midline incision was made from just below the xiphoid down to just past the umbilicus. Dissection was carried down with electrocautery. The anterior fascia was divided. The peritoneal cavity entered sharply and incision and opened to its full length. The falciform ligament was taken between #0 silk ties. The omentum and transverse mesocolon were elevated retracted superiorly and the bowel retracted to the left to expose the duodenum. Omni retractor was placed for retraction. Kocher maneuver was then performed to expose the inferior vena cava. Ascending lumbar vein was also identified and skeletonized and protected as well as numerous lumbar branches which were all encircled with silastic loops. There was dense adhesive scarring noted around the area of the filter. It was able to encircle the vena cava proximally. Careful dissection with a combination of electrocautery and sharp dissection was used to skeletonize fibrotic material off of the inferior vena cava and the prongs of the filter. Prongs that were in the field of dissection were clipped with wire cutters then removed as part of the specimen. It was able to dissect inferiorly until the filter was past and encircled the cable with a silastic loop at this level. At this point, heparin was given to maintain a therapeutic act. Proximal and distal clamps were placed on the inferior vena cava and all side branches were cinched down with the silastic loops. A 3 cm venotomy was then created in the inferior vena cava. The filter was densely adherent and scarred to the inside of the inferior vena cava. With a combination of sharp dissection and clipping of the prongs and removal from the outside of the cava, the entire filter was able to remove from the vena cava and passed off the table as specimen. Gross description demonstrated that a specimen was received unfixed with proper patient identification labelled as inferior vena cava filter and consisted of an umbrella shaped metallic device measured 4 cm in length and 2 cm in diameter. It consisted of 6 blue wires measured about 0.1 cm in diameter each. Additionally, received were 9 segmental broken blue wires ranged from 1.2-2 cm in length and 0.1 cm in diameter each. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 08/2011 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to anti phospholid antibody. Approximately six years and eight months post filter deployment, the patient allegedly had a computed tomography scan that showed filter tilt. Two months after, the patient allegedly had another computed tomography scan that showed filter perforation. Seven months later, the patient allegedly had an open abdominal removal procedure performed. Further it was reported that the filter struts detached and removed via an open abdominal procedure after an attempt. The device was removed via an open abdominal procedure. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiry date: 08/2011),g2,g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately six years eight months post filter deployment, the patient allegedly had a CT scan that showed filter tilt. Two months after, the patient allegedly had another CT scan that showed filter perforation. Seven months later, the patient allegedly had an open abdominal removal procedure performed. Furthermore, during the removal procedure, the filter appeared to be embedded and detached. The current status of the patient is unknown.